Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 30mm amplatzer septal occluder was selected for implant. During deployment a cobra deformation was noted. The device was removed and exchanged for a new 30mm amplatzer septal occluder. There were no patient consequences reported or clinically significant delay in procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of device cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. One image from the field appeared to show an occluder device deformed into cobra head. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.